Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direxion fathom-16 system with the fathom wire stuck in the micro-catheter. The shaft and the tip were examined. The guidewire that was stuck in the device was unable to be removed by pulling. The wire was sticking out of the proximal end approximately 80cm. The device was soaked in a 37c water bath for a period of 48 hours and then it was re attempted to pull the wire from the device. The guidewire was able to be removed from the micro-catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that wire was jammed inside the catheter. The target lesion was located in the renal artery. A direxion fathom-16 system was selected for use. During preparation of device outside patient, while attempting to flush the catheter with a preloaded wire, it was noted that wire was stuck inside the catheter. The wire would not advance or move and it was very hard to pull out. The procedure was completed with a different direxion catheter without a preloaded wire. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire was jammed inside the catheter. The target lesion was located in the renal artery. A direxion fathom-16 system was selected for use. During preparation of device outside patient, while attempting to flush the catheter with a preloaded wire, it was noted that wire was stuck inside the catheter. The wire would not advance or move and it was very hard to pull out. The procedure was completed with a different direxion catheter without a preloaded wire. No patient complications reported.